Event description:
Report received of an overdelivery. At 0045, the rn hung a glass bottle containing 30 grams/1000ml of immunoglobin to infuse over 24 hours via central line. The pump was programmed to deliver at a rate of 25ml/hr. Reportedly, "minutes" after the infusion was initiated, the pump alarmed for an occlusion. The rn powered the pump off, and then powered it back on, and resumed the infusion. "Minutes later" the pump again alarmed for an occlusion. The rn noted the immunoglobin was bubbling inside the glass container. The rn "believed the vent on the plumset was open". The plumset was changed and the infusion was resumed using the same pump. "An estimated 30-45 minutes" after the infusion was resumed the rn noted "an estimated 300ml of immunoglobin was missing from the bottle". No audible alarms were noted at this time. The infusion was stopped and the md notified. The pt did not experience any adverse effects and no medical intervenions were needed. At a unspecified time, the infusion was resumed using the same plumset, although a replacement pump was used. Prior to the event, the pt was reportedly "doing very poorly" with a blood pressure of 120-160 systolic, heart rate of 60-70, respiratory rate of upper 40's, and oxygen saturation of 80-82% on 100% oxygen by a re-breather mask. Reportedly, "throughout the night the pt continued to deteriorate". The pt had a medical order of do not resuscitate. At 1255, "the pt died as a result of end stage disease that was not related to the event". Though requested, no add'l info was provided.